Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) male had open blisters in some areas. The patient stated that he had not contacted his physician. Follow-up attempts were unsuccessful. The medical outcome of the sore is unknown at this time.

Manufacturer narrative:
There is no indication of a device failure associated with this event. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.